Event description:
It was reported that the patient had a tear where the driveline connected to the heartmate ii system controller. There were no active alarms and the patient was aysmpotomatic. Technical services reported that the patient's heartmate ii system controller's bend relief had separated from the controller, requiring a clamshell repair. The clamshell was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the driveline outer jacket was confirmed based on the submitted photograph. The photograph showed a tear in the silicone adjacent to the controller connector, resulting in the bend relief becoming separated. It was reported that no alarms occurred as a result of the issue. Abbott personnel installed a clamshell repair on (B)(6) 2022 to repair the damage. The patient remains ongoing on vad support and no further issues have been reported. Heartmate ii lvas patient handbook, rev. C, contains a section on ¿caring for the driveline.¿ this section states to check the driveline daily for signs of damage. Call your hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.